Event description:
On (B)(6) 2014, the lay user/reporter in (B)(6), the patient¿s daughter, contacted lifescan to report the onetouch vita meter was displaying the ¿apply sample¿ icon during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that for ¿a few days¿ she was unable to obtain a blood glucose reading as the reported meter displayed only the ¿apply sample¿ icon after blood sample application to the test strips. The patient took no actions due to this meter issue and not being able to obtain a blood glucose reading. The patient manages her diabetes with set doses of insulin. On (B)(6) 2014, the patient experienced the symptom of disorientation. The patient¿s daughter contacted emergency services, and when paramedics arrived they tested the patient¿s blood glucose level to be 2.6 mmol/l. The patient was treated intravenously with glucose and transported to the hospital. In the hospital, the patient¿s subsequent blood glucose level was tested to be 6.6 mmol/l. Troubleshooting revealed the patient¿s test strips were correct. It was also determined the patient¿s testing technique was incorrect, incorrectly applying the blood sample to the test strip, which contributed to the issue of the test not starting. The issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. The patient¿s technique of applying the blood sample to the test strip was incorrect. Troubleshooting revealed the meter was functioning appropriately. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after the meter issue occurred, and received emergency medical attention and treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.